Event description:
It was reported that 3 hours into a da vinci s prostatectomy procedure, and while suturing, one side of the flat plate located on the tip of the large needle driver instrument, fell into the patient and was retrieved. The large needle driver instrument was replaced with another instrument of the same type and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the instrument was returned with the carbide insert broken off of one grip. The grip surface where the carbide insert was installed has a smooth surface with no adhesive residue. Indicating a clean break off the grip. No additional damage found.